Manufacturer narrative:
Product was discarded by the dentist.

Event description:
The dentist reported that patient came in to the dental office with a crown and custom milled abutment in hand. The abutment screw had fractured at the end of the little retention fingers on the abutment. The dentist did manage to get the screw out but it was discarded it. Implant still implanted

Manufacturer narrative:
The complaint was confirmed based on x-ray provided by the dentist. The product did not return. The abutment screw was fractured upon review of the x-ray. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
Abutment screw was placed on (B)(6) 2011 and removed on (B)(6) 2017. The screw segment was sucked up into the vacuum when the screw fragment was removed. The clinician provided an x-ray for review.